Manufacturer narrative:
Hamilton medical ag case report is (B)(4).

Event description:
According to the hospital, during the routine inspection of the machine, it was found that the capacity of the battery was reduced, which could not meet the needs of the transfer patient. It was reported to the medical and engineering department for repair, without actual injury. According to the hospital, normal use after replacing the battery.